Event description:
In 2009, the pt reported her insulin infusion device fell from a ledge about 6-7 feet off the floor into the tub. She stated the device was not submerged in water but might have "had a splash." She said there was no obvious damage to the device but she has had erratic blood glucose readings from 32 mg/dl to 516 mg/dl since this event. Her target blood glucose is 150 mg/dl. Symptoms of elevated blood glucose are dry mouth, nausea, headache and exhaustion. Symptoms of low blood glucose is feeling disoriented. She stated her son assisted her in getting to the refrigerator to treat her low blood glucose. She said she was "spilling ketones" when her readings were elevated. During troubleshooting, she said she changes her headset every 3.5 days and her cartridge and tubing every 12 days. She was advised to change te headset every 2-3 days and the cartridge and tubing every 6 days. She stated her device "sounded a little different and there is a "clicking noise" that was not there before. She changed to her backup infusion device as she has lost confidence in her primary device. Product was replaced and requested to be returned for evaluation.